Event description:
Customer reported a bedridden patient with tracheostomy and on mechanical ventilation experienced a evolving air leakage from the cuff of the tube. Decannulation and reintubation of a replacement tube was required. Caller confirmed no permanent or temporary damage.

Manufacturer narrative:
Pending receipt of sample for analysis. If sample is received a summary of the investigation will be provided in a supplemental report. (B)(4).